Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0bjky, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Stimulation was turning off. No stimulation sensation was noted. The patient noticed that it wasn't working in (B)(6) 2014 about week before she had her appointment. When she was in the office it was determined that stimulation was off. The hcp (healthcare provider) suggested that they try botox and told her that her stimulation would need to be off for 3 weeks prior to receiving botox. In her appointment in (B)(6) 2014 her stimulation was turned off. They hadn't performed the botox yet, as the hcp was out of state and only in office every other weekend. The patient was not able to adjust stimulation. The ins was powered off. The reason she received the device was to help her bladder empty because the bladder sling that was placed was too tight. It was noted that the hcp will be in town this saturday and usually when the patient calls he will speak with her. Patient services reviewed that hcp does have resources available to him to assist with troubleshooting instead of going back surgically; that is what the patient said he might have to do if she doesn't feel stimulation or ins keeps on turning off. The following service or education issue(s) were observed by patient services agent: the patient lacked basic understanding of the therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.